Manufacturer narrative:
H6: investigation summary bd was not able to duplicate and confirm by the customer indicated failure mode. Bd was not able to confirm the indicated failure mode since was not received defective unit sample or photos. DHR was reviewed and no qn¿s or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. It¿s recommended to provide samples or photos for a further investigation of the indicated defect and find the root cause. Since this product is no longer manufactured at nogales site since july 1st of 2022, and now is being manufactured at suzhou, china, no additional actions will be taken for this complaint here in nogales. However, if any defect is found by the customer with a batch manufactured since the date mentioned, the investigation will be notified to suzhou, china for further actions. H3 other text : see h.10

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1. Specific operation and usage: before colonoscopy, the department nurse placed a blue indwelling needle on the patient's right hand. After opening the packaging of the indwelling needle, it was found that there was a white foreign object at the tip of the needle. The indwelling needle was immediately replaced to continue the operation. 2. Adverse event situation: foreign objects were found at the tip of the unused indwelling needle. 3. Impact on the victim: after unpacking the packaging, foreign objects in the indwelling needle were promptly discovered and were not used on the patient, resulting in no adverse effects. 4. Treatment measures and results taken: immediately replace with a new indwelling needle to continue the operation. The indwelling needle for foreign objects has been retained and adverse events reported to the medical engineering department

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 1. Specific operation and usage: before colonoscopy, the department nurse placed a blue indwelling needle on the patient's right hand. After opening the packaging of the indwelling needle, it was found that there was a white foreign object at the tip of the needle. The indwelling needle was immediately replaced to continue the operation. 2. Adverse event situation: foreign objects were found at the tip of the unused indwelling needle. 3. Impact on the victim: after unpacking the packaging, foreign objects in the indwelling needle were promptly discovered and were not used on the patient, resulting in no adverse effects. 4. Treatment measures and results taken: immediately replace with a new indwelling needle to continue the operation. The indwelling needle for foreign objects has been retained and adverse events reported to the medical engineering department.